Event description:
It was reported that during a service inspection conducted at the user facility the console was not priming properly. A lack of irrigation in the device is known to cause overheating. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Follow up being submitted for investigation results and additional information.

Event description:
It was reported that during a service inspection conducted at the user facility the console was not priming properly. A lack of irrigation in the device is known to cause overheating. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.